Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a damaged air sensor, downstream occlusion, door latch, and lens. There was unknown patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: initial customer report indicated an air detector issue. During testing visual inspection found air detector delaminated, additionally found dso (downstream occlusion) seal degraded, battery compartment slot cracked, scratches on lens, battery compartment door cracked. Replaced with new parts. Performance verification test was performed. All tests passed within specifications. Probable cause: air detector delaminated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.